Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented remotely via merlin.net, the device was found to be in backup vvi. Later when the patient presented in the clinic for routine follow-up, the device was restored successfully. The patient was stable.